Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump touch screen intermittently failed to respond, with functionality fluctuating between responsive and unresponsive, and customer support advised having a caregiver with the device call back to attempt troubleshooting with a firmware update and potential restart. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health or medical intervention. Investigation included customer support troubleshooting guidance and a recommendation to perform a firmware update and restart when the device is available. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to insufficient information and lack of direct device access for evaluation.